Manufacturer narrative:
(B)(4).

Event description:
A customer reported that a knife presented with no cut. Procedure and patient involvement information is unknown. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).

Event description:
Additional information was received clarifying that the knife did not cut during surgery. There was no impact to the patient.

Manufacturer narrative:
The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A review of the device history record (DHR) for the identified lot number was performed which indicated that reprocessing for potential raised metal on the blade shank and a count reconciliation was performed. The suspect product was reprocessed and released based on the manufacturer's acceptance criteria. The lot complaint history was reviewed which revealed that this is the third complaint for the reported lot number and the third for this issue. Because no sample was returned and the DHR review of the identified lot number indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).